Event description:
The physician was attempting to implant a 3.5mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the mid rca. It was reported that the device could not be inflated when the stent was at the lesion location. The device was removed and it was reported that there was a crack in the proximal balloon. Another endeavor resolute stent was also used in an attempt to treat the lesion, however, it was reported that the second device would not inflate. No pt injury occurred and no clinical sequelae were reported. (Ref 9612164201101239). Cine image review: the delivery and attempted deployment of the stent do not appear to have been captured in the images. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
(B)(4). (X-ray, fluoroscopy, ivus, CT MRI etc). (Balloon rupture). Results and conclusion: (damage evident to the proximal cone of the balloon most likely occurred during advancement of the device).